Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient complaint of nausea and chest and breathing pain. The patient was also dry-heaving, diaphoretic and hypotensive. An echocardiogram showed a small pericardial effusion. The patient was monitored overnight and a later echocardiogram showed the effusion was diminishing. The patient was treated with intravenous (IV) fluids and discharged. The crt-d system remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.